Manufacturer narrative:
Additional manufacturer narrative: on 01/31/2011, a response was received from the surgeon. The surgeon has confirmed the date of death as (B)(6) 2010 and indicated that the device did not cause or contribute to the patient's death. The surgeon did not provide a cause of death; however, he did confirm that the device was not explanted post-mortem. This event was reported in error.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: it is unknown if the death was device related and it is unknown if an autopsy has been done. On (B)(6) 2010, the surgeon indicated that the "notes are requested" and would provide a response in 2011. No further details were provided and there is no response to date. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Investigation is on-going.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the patient expired after an implant duration of 20 days (0.67 months) due to unknown reasons.

Event description:
This event was reported in error. Through follow-up with the healthcare provider, it was learned that although the patient expired the day of surgery, the edward's valve did not cause or contribute to the patient's death.